Event description:
The customer reported that, after installing a replacement air motor controller board, the device alarmed during the performance verification test due to an air valve liftoff failure. There was no patient involvement.